Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
Same case as MDR ID 212134265-2017-01722, 2134265-2017-01724 and 2134265-2017-01725. It was reported that stent damage occurred. The target lesion was located in the right coronary artery (rca). After an 8f mach 1 guide catheter was used, a 5.5f non-bsc guide extension catheter was used to provide additional support in the vessel. A 2.50 x 38 synergy ii everolimus-eluting platinum chromium coronary stent system was selected to treat the lesion. Resistance was noted during advancing onto the non-bsc guide extension catheter and failed to cross. Upon removal, the distal end of the stent struts were flared. 3.5 x 38 synergy stent was successfully deployed at the proximal rca. A 4.0 x 32 synergy ii everolimus-eluting platinum chromium coronary stent system was then attempted but was unable to enter the non-bsc guide extension catheter. Upon removal, the distal end of the stent struts was deformed. Another 4.0 x 32 synergy ii everolimus-eluting platinum chromium coronary stent system was advanced but same issue occurred. A new 4.0 x 32 synergy ii everolimus-eluting platinum chromium coronary stent system was advanced but still the same issue occurred. The lesion was then dilated and the procedure was completed. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: a synergy ii us mr 4.00 x 32mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found distal stent damage. Stent strut row 1, 2 and 3 on the distal end of stent were damaged. Stent strut row 3 from the distal end of the stent was lifted and bent back in a distal direction. The undamaged section of the crimped stent od (outer diameter) was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple kinks. A visual and tactile examination of shaft polymer extrusion revealed no issues. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found slight damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID 212134265-2017-01722, 2134265-2017-01724 and 2134265-2017-01725. It was reported that stent damage occurred. The target lesion was located in the right coronary artery (rca). After an 8f mach 1 guide catheter was used, a 5.5f non-bsc guide extension catheter was used to provide additional support in the vessel. A 2.50 x 38 synergy ii everolimus-eluting platinum chromium coronary stent system was selected to treat the lesion. Resistance was noted during advancing onto the non-bsc guide extension catheter and failed to cross. Upon removal, the distal end of the stent struts were flared. 3.5 x 38 synergy stent was successfully deployed at the proximal rca. A 4.0 x 32 synergy ii everolimus-eluting platinum chromium coronary stent system was then attempted but was unable to enter the non-bsc guide extension catheter. Upon removal, the distal end of the stent struts was deformed. Another 4.0 x 32 synergy ii everolimus-eluting platinum chromium coronary stent system was advanced but same issue occurred. A new 4.0 x 32 synergy ii everolimus-eluting platinum chromium coronary stent system was advanced but still the same issue occurred. The lesion was then dilated and the procedure was completed. No patient complications were reported and the patient's status was good.